Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. Additional, changed, and/or corrected data: h.6.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV; rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed via ultrasound. The device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade IV diagnosed via ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.